Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the customer's abscess. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 living with diabetes 9 / page 108. Warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the customer was diagnosed with an abscess after wearing the pod on her abdomen for between 36 and 48 hours. A surgical procedure to drain the site was preformed in (B)(6), with sutures, and she received antibiotic therapy (name/details of which was not provided) in (B)(6).

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would result in an abscess. The pod was found to have completed sterility within specification.